Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker, grade iii.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening on posterior assessed as an unidentified (tear) opening. (Shell thickness within spec). Capsular contracture: unable to observed as it is a medical event not related to the device. Additional observations: yellow biological tissue observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii diagnosed by ultrasound. Device has been explanted.